Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a bile duct dilatation procedure performed on (B)(6) 2021. During the procedure, the balloon was pierced and would not inflate. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Reportedly, the balloon was torn off and completely disintegrated when the device was removed from the patient. No piece of the device was detached inside the patient.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Block h6: device code a041001 captures the reportable event of balloon pinhole. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon was detached and was not returned, thereby the reported event of balloon pinhole was not confirmed. The catheter of the device was carefully inspected and no damages were found. It is possible that factors encountered during the procedure and/or the interaction between the balloon with scope could have caused the physician to encounter some resistance, causing the used of force, leading to the detachment of the balloon from the catheter. However, there is not enough information, objective evidence, or descriptive conditions to understand what could have caused the reported event. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instruction for use (IFU)/product label.

Manufacturer narrative:
Block h6: device code a041001 captures the reportable event of balloon pinhole. Block h10: investigation results a visual examination of the returned complaint device found that the balloon was detached and was not returned, thereby the reported event of balloon pinhole was not confirmed. The catheter of the device was carefully inspected and no damages were found. It is possible that factors encountered during the procedure and/or the interaction between the balloon with scope could have caused the physician to encounter some resistance, causing the used of force, leading to the detachment of the balloon from the catheter. However, there is not enough information, objective evidence, or descriptive conditions to understand what could have caused the reported event. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instruction for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a bile duct dilatation procedure performed on (B)(6), 2021. During the procedure, the balloon was pierced and would not inflate. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a bile duct dilatation procedure performed on (B)(6) 2021. During the procedure, the balloon was pierced and would not inflate. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.